Manufacturer narrative:
Device passed the displacement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. No delivery alarm or occlusion - unknown timing not confirmed. Rewind anomaly not confirmed. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. The adapt tool did not indicate abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph. Charge or battery lasts less than expected not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were unresponsive, slower rewind, no delivery alarm, poor battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.